Event description:
The pump was returned for large prime volume. Evaluation revealed that the force sensor was out of calibration. This report is made based on investigation results.

Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. This report is made based on results of investigation completed on (B)(6) 2011. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration. Contamination was observed on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.